Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was presented with knee/tibial pain. Thought to be aseptic loosening, was not loose. Tray was removed and replaced with mbt revision tray sleeve and stem. Patient had a knee manipulation done in 2017. No other relative comorbidities. Doi: (B)(6) 2015; dor: (B)(6) 2019; left knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> product code 151650506, work order/lot #5246983 was manufactured on 12 jul 2013. (B)(4) parts were manufactured per specification and all raw materials met specification. (B)(4) is referenced in the work order history for the associated lot. (B)(4) (part surface finish during machining process step) is not associated with the failure mode of this complaint. All process steps for this complaint lot were completed according to the depuy cork manufacturing process. See report for full details. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.